Manufacturer narrative:
(B)(4). Customer reported the set was discarded at the facility. The lot number was not identified, therefore, lot history record review could not be performed.

Event description:
Customer reported fluid from the secondary back flowed into the primary. No pt harm reported. No additional information was available.